Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding from the pulmonary artery occurred, necessitating conversion to a thoracotomy. It remains unknown what surgical task was being performed at the time of the event; which resulted in approximately 3 liters of blood loss. The patient received blood products, although the number of units was not provided. Hemostasis was achieved, the patient was successfully stabilized and the procedure was completed. Operating room staff reported that the surgeon did not believe a da vinci system, instrument, or accessory caused or contributed to the event. No postoperative complications were reported; however, it is unknown whether there are any concerns for any long-term complications related to the event. The patient was reported to be in good clinical condition and has since been discharged from the hospital.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure.